Event description:
The pt, a insulin dependent diabetes mellitus, had been "really sick" for a couple of days prior to 6/5/1998. Blood glucose levels on his one touch basic meter were in the "90's and low 100's." It was reported that due to his kidney transplant and stomach problems, the pt is often sick with nausea and vomiting and is "in and out of the hosp all of the time." On 6/5, the paramedics were summoned because he was "really bad." The paramedics meter (unk brand) result was 900 while the one touch basic read 62 mg/dl at the same time. He was transported to the hosp where a lab result of 900 was obtained and an accucheck advantage meter result was "close to the lab." He was admitted, treated with insulin intravenous and released on 6/8/1998.